Manufacturer narrative:
(B)(6).

Event description:
It was reported that on the 5th day of npwt utilizing a pico7, a nurse noticed the pump was not working although any alarm indicator lamp has not blinked (all lights were off). The problem was not solved by exchanging the batteries. The treatment was continued with a backup pico 7. No patient harm nor delay was reported. The device will be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device underwent an evaluation. An initial visual inspection did not identify any issues. When batteries were inserted the device did not function. Device performance data found that the pump had reached its ¿end of life¿ time limit due to being in use for over seven days. No errors were identified. The device timer begins from the moment batteries are inserted into the device, giving an additional twenty five minutes to allow for application. If batteries are inserted a period prior to beginning therapy, the amount of time the device spends delivering therapy may be reduced. We have not been able to confirm a relationship between the event and the device. The investigation has concluded that the device performed within expected parameters. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used in treatment. It was reported that all lights were off and the pump was not working. As the device has not been returned a thorough product evaluation could not be carried out. It is possible that the device reached its end of life time limit, in which the device will stop after the system reaches 7 days. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.